Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The 82% stenosed, 26mm x 2.3mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 28 x 2.50 rebel bms stent was advanced for treatment but slightly resistance was encountered. The stent was removed from the patient's body and found that the mid of the stent itself was deformed. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube and shaft kinks. The stent is damaged 12mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The 82% stenosed, 26mm x 2.3mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 28 x 2.50 rebel bms stent was advanced for treatment but slightly resistance was encountered. The stent was removed from the patient's body and found that the mid of the stent itself was deformed. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.